Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the taper was still attached to the glenosphere, with scratches on the taper. The bearing was severely worn with black/red colored materials on the bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 110031399, mini humeral tray standard, lot #: 64718769. Catalog #: 110031427, bearing standard 40 mm diameter, lot #: 64489361. Catalog #: 110030776, cr 40mm glenosphere std cocr, lot #: 64522073. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not be returning it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a shoulder arthroplasty approximately 6 months ago. Subsequently, the patient was revised due to glenosphere disassociation about 2 months ago. It was also reported that metalosis occurred and the surgeon spent time clearing the joint of the affected tissue. Attempts have been made and there is no further information at this time.